Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access IV set had a pinhole in the tubing right below the location where the tubing is secured into the pump. This was observed while the patient was receiving a calcium channel blocker to treat hypertension. As a result of the hole, some of the medication was lost prior to the hole being discovered and the patient¿s infusion was increased to max dose as the patient continued to experienced elevated blood pressures. After the leak was identified, the tubing was changed and the infusion was resumed without any further difficulty. No additional information is available.